Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, due to the need for maintenance hemodialysis treatment of stage 5 chronic kidney disease, the patient underwent right internal jugular vein tcc (tunneled cuffed catheter) dialysis catheter implantation. On the afternoon of the event day, the patient underwent hemodialysis treatment using this dialysis catheter for the first time. When the patient was put on the machine for 2 hours, the nurse visited the patient and found a small amount of air entering the blood sampling end in the patient's body position. After checking the source of the bubble, it found cracks at the red and blue ends of the dialysis catheter, and reported it to the doctor on duty. There was also a leak at the luer adapter. The catheter was not repaired. No instrument was used to loosen or tighten the device. Tego was not utilized. The insertion site was not treated prior to product placement. The patient was given a new dialysis catheter connector on the same day. Patient safety concerns led the physician to conclude the dialysis session for t hat day. There was no reported patient injury.